Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that there were unexplained power on resets in the black box. The history recorded several low battery warning, but over written in the black box due to continued use. The pump powered up and booted to verify screen. Investigators performed pump rewind, load, and prime with no power loss. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. The battery cap fully tightened with no yellow o-ring visible. Battery cap measurements were within specifications. The battery compartment was not cracked. There was no corrosion in battery compartment or cap. Removed pump from case, inspected power circuits and there was no defect found. Display was faded and pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated that the pump lost power one week earlier and the patient was currently using an alternate treatment plan. The reporter confirmed no known damage to the pump and no known moisture or corrosion issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.